Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during a l4/5 olif procedure in a patient diagnosed with lcs. It was reported that the intervertebral inlet was narrow and did not enter smoothly during insertion; it was removed from the surgical field. When checking the connection between the implant and the inserter on the table, a crack was observed on the implant, so the size was changed and the surgery was completed without any problems. The implant was used in accordance with the instructions. The issue may have occurred due to patient factor and cannot be said to be user error. The size choice was correct and no user error. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H6 - fdm code was updated as the device was discarded. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.